Manufacturer narrative:
The actual device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the black handle. The shuttle cartridge's distal end was bent outward at the end of the side slit. The kink may have been caused by an improper packaging of the device for return. A small amount of the sealant was observed stuck inside the bending portion of the shuttle tubing. The advancer tube was found in manufactured position as received. The condition of the returned device indicates an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the proximal tamp lock. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the tamp locks. The catheter and shuttle cartridge were also inspected for anomalies that may have obstructed the device path during deployment. No damages or anomalies were found. A review of the lot history (f1620702) indicated that the added inspection step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. Per the mynx instructions for use (IFU), if the shuttle is not advanced until a definitive stop is felt, the advancer tube will not be engaged to the proximal tamp lock. This will cause the advancer tube and the sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white tamp tube never came out of sealant delivery system during deployment of the mynxgrip 5f vascular closure device. The mynx device was being used for femoral arterial closure. The device was stored in accordance with the instructions for use (IFU) prior to use. The stopcock of the introducer sheath was opened prior to shuttling down. Significant resistance was not felt and unusual force was not applied when the user shuttled down. It was reported that the user shuttled down completely before retracting the sheath. Unusual force was not applied when retracting the sheath. There were no kinks in the sheath or device noted upon removal. The sealant remained in the advancer tube distal tip following deployment. It was unknown how hemostasis was achieved. There was no patient injury. Additional information was requested, but was unknown.